Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed and the ipg was successfully recharged within a four-hour cycle. Analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that contributed to the inability to charge or longer charging time than expected: possible misalignment of charger with ipg causing lower than expected charge current and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). With all the available information, boston scientific concludes that the reported event of difficulty charging the ipg was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.